Manufacturer narrative:
The device has been rec'd for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a rotatable snare was used during a colonoscopy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the snare would not burn the tissue and was therefore not able to remove the polyp. Another rotatable snare was used to complete the procedure. Add'l info regarding the pt involved in this event is not available.